Event description:
The hospital reported that the vasoview hemopro 2 cautery ceased functioning (heating/cutting) during radial artery harvesting. The issue was not related to a device time-out but represented a complete loss of function. No audible alarms were noted at the time of the malfunction. No patient harm was reported. No added incisions or time. A new device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The lot # 3000523536 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.